Event description:
The customer reported the rad-g "turns on and off spontaneously." There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned rad-g was evaluated. The device was able to power on and off via battery and ac power. The customer reported power off issue was not observed.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the rad-g "turns on and off spontaneously." There was no patient impact or consequence reported.

Manufacturer narrative:
Masimo's initial report identified the model as number 27977. Model number 9849 is associated with the gudid number. Part number 27977 is the subassembly to part number 9849. This supplemental MDR updates the model number to 9849 and brand name to rad-g to ensure correlation with the gudid database.

Event description:
The customer reported the rad-g, "turns on and off spontaneously". There was no patient impact or consequence reported.

Manufacturer narrative:
This correction updates the UDI number to include the di and pi fields, all numbers, letters, parentheses, and symbols.

Event description:
The customer reported the rad-g "turns on and off spontaneously." There was no patient impact or consequence reported.